Manufacturer narrative:
The device is available for evaluation, however, investigation is not yet complete.

Event description:
The event involved a chemosafelock vial adapter where the customer reported that there was foreign material at the tip of the spike. The event was detected prior to patient use. The event was noted when package was opened. The matter was inspected by terumo and their review is as follows: "complaint: foreign matter terumo¿s comments - one(1) actual sample was received. The opened package was also returned. - upon closely checking the spike, semi-transparent and slightly blueish foreign matter was confirmed at the spike tip. When contacted by tweezers, the substance was confirmed to be rigid. - the substance measures approximately 2.1mmx1.0mm - ftir was performed to evaluate the fm. The result shows the spectrum similar to adhesive (cemedine)".

Manufacturer narrative:
The device was received for evaluation 7/8/24. A series of photos were shared by customer, where a purple particulate is observed over the tip spike, also a ftir was performed by the customer where only the charts are observed, however no results is observed. No additional damage or anomalies were confirmed. One (1) open/unused. List #kl-va001u3, chemosafelock vial adapter was returned for evaluation. As received no dust blue cap was returned with the set and the purple particulate was not found over the spike tip or anywhere else. Complaint of foreign matter on spike tip can confirmed be based on the photo shared where a particulate is observed outside the fluid path. However, once the sample was received no particulate was found. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.